Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the device was returned for evaluation. A microscopic evaluation found peeled pebax on the balloon. Therefore, the investigation is confirmed for peeled pebax. An inflation attempt was made and the balloon was able to be inflated with the rated burst pressure without issue. No leaks were noted at the inflation hub, or anywhere else along the length of the device. Therefore, the investigation is unconfirmed for the reported leak. The definitive root cause for the identified peeled pebax or reported leak at the inflation hub could not be determined based upon available information. It is possible that procedural issues involving an interaction between the returned device and original inflation device/syringe contributed to the reported leak. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a left upper arm fistula, an alleged leak was observed at the inflation hub of the balloon catheter. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.